Event description:
It was reported that an ilet insulin pump displayed persistent alert 67 indicating vbuck boost over/under voltage on waking, with repeated restarts performed without resolution and insulin delivery not possible, after which a replacement was arranged and the user transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia with a reported ¿high¿ reading over 400 mg/dl for a few hours and nausea. Outcomes included interruption of insulin delivery, the need for back-up therapy, and user inconvenience; no professional medical intervention or hospitalization occurred. Investigation included a review of user reports and device history, data collection from the user, and arrangements for device return and assessment. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."